Event description:
Device malfunction: unk. Time of symptoms/ae: after the procedure. Symptoms/ae: suture mediated closure of the vessel. This was noted through a periodic article review that assessed the lower extremity ischemia using femoral access. After a coronary angiography and right heart catheterization procedure, arteriotomy closure of the right common femoral artery (cfa) site was achieved using the perclose proglide. Post vessel closure, right lower extremity pulses were neither palpable nor audible by doppler. Angiography revealed complete occlusion of the right cfa. Attempts were made using contralateral approach to cross the right cfa occlusion using several wires, but were unsuccessful due to mechanical obstruction, supporting a diagnosis of suture-mediated closure of the vessel. An open surgical repair, using an autologous vein was performed. Though requested, no additional event or pt info is available.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, pt and device info. Literature search article: catheterization and cardiovascular interventions 70-129--137 (2007) written by dr. Ivan p. Casserly title "contemporary management of acute lower extremity ischemia following percutaneous coronary and cardiac interventional procedures using femoral access - case series and discussion." The device was not available for evaluation. The lot number was not identified, therefore, a device history record review could not be performed.